Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions, pain, obstruction and additional surgical invasive procedures. Adhesions are listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed and found no anomalies. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient was diagnosed with a post hysterectomy vaginal vault prolapse, occult urinary incontinence, postmenopausal ovaries in situ with desire for removal. The patient underwent an abdominal sacrocolpopexy with implant of a davol flat mesh, retropubic urethrolysis, transobturator tape procedure with implant of a non-bard davol mesh sling, bilateral salpingo-oophorectomy and cystoscopy. (B)(6) 2005 - the patient complained of abdominal pain and was diagnosed with a small bowel obstruction due to "a loop of small bowel that was stuck down to the marlex mesh (davol flat). The small bowel was freed and straightened out. I placed a piece of fat and a piece of non-bard davol seprafilm over the area." The patient underwent a revision procedure which included exploratory laparotomy and adhesiolysis. (B)(6) 2005 - the patient was diagnosed with urinary incontinence. The patient underwent non-bard davol periurethral durasphere bulking injections along with wound packaging subsequently related to the second transverse laparotomy incision from her bowel obstruction laparotomy. (B)(6) 2006 - the patient was diagnosed with persistent genuine stress urinary incontinence with characteristics of intrinsic sphincter deficiency, wound seroma and separation with packaging. The patient underwent non-bard davol periurethral durasphere bulking injections and wound packing. There was no evidence of mesh or stitch in the urinary bladder.

Manufacturer narrative:
This supplemental report is being sent to show a corrected expiration date for the bard flat mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.